Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, visible air bubbles were observed when aspirating the faradrive steerable sheath. The faradrive sheath was utilized with the versacross connect for transeptal procedures, ensuring normal aspiration and flushing. However, when the mapping catheter was inserted into the sheath, air bubbles were consistently observed during aspiration. Upon removal of the mapping catheter, the aspiration was clear of bubbles. Re-inserting the mapping catheter resulted in the same issue with air ingress. It was suspected that the hemostatic valve was leaking, causing air ingress. The sheath was replaced, and the procedure was completed with a new sheath. There were no patient complications. It was further reported that the method of irrigation used was a pressurized bag for the sheath flush with heparinized saline. No air was seen in the patient. The sheath was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, visible air bubbles were observed when aspirating the faradrive steerable sheath. The faradrive sheath was utilized with the versacross connect for transeptal procedures, ensuring normal aspiration and flushing. However, when the mapping catheter was inserted into the sheath, air bubbles were consistently observed during aspiration. Upon removal of the mapping catheter, the aspiration was clear of bubbles. Re-inserting the mapping catheter resulted in the same issue with air ingress. It was suspected that the hemostatic valve was leaking, causing air ingress. The sheath was replaced, and the procedure was completed with a new sheath. There were no patient complications. It was further reported that the method of irrigation used was a pressurized bag for the sheath flush with heparinized saline. No air was seen in the patient. The sheath is expected to return for analysis.